Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had an intermittent communication error and froze and stopped. It is likely these system "froze and stopped" situations were lock up events. There are no reports of pt injury or death associated with this event.